Event description:
It was reported that an oncology patient had a hole in their 4fr PICC when they came in via the emergency dept. Patient was admitted to ICU and is septic. Awaiting results from PICC tip and blood cultures. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that an oncology patient had a hole in their 4fr PICC when they came in via the emergency dept. Patient was admitted to ICU and is septic. Awaiting results from PICC tip and blood cultures. No other information was provided. Health canada report: writer was notified by a consult request from ICU staff nurse and an email from ER nurse regarding reports of issue with PICC not providing blood return and visualized air being withdrawn in the line as well as reports of soreness and leakage at the site. On assessment of PICC site/line it was clearly leaking profusely, the infusion was dripping into the patients bed linen was saturated. Mrp was informed immediately and the PICC was removed, tip sent for culture, the line was examined and visible hole evident at 1cm mark which was exposed on the outside of the dressing as there were 6cm externally. This patient is being treated for sepsis of unknown source. Additional information received: the patient will now need to have another device inserted to replace this device and potentially may have infection as a result of this defective device. Awaiting results from PICC tip and blood cultures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.